Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples were missing. The surgeon used a purstring to correct the condition. The hospital has reported no patient injury occurred.